Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, sample received for this file. It has not been opened. The note on the attachment states the wrong lens was delivered. This is not a product malfunction.

Event description:
A health care professional reported that, during the procedure iol found to be faulty. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).